Event description:
It was alleged that the distal tip of the wand sparked when it was plugged in. The procedure was successfully completed using a back-up device. No patient or user injury was reported.

Manufacturer narrative:
There were no manufacturing discrepancies visually observed with the returned device. Functional evaluation revealed that the returned device performed as intended; therefore, the complaint could not be verified and the root cause could not be determined with confidence. At no time during functional evaluation did the device activate without pressing of the ablate or coagulation controls on the foot control. Potential factors unrelated to the manufacture or design of the device which could have contributed to the reported event include inadvertently activating the foot control or an intermittent failure within the cable of foot control. There were no indications during manufacturing record review that would suggest the device did not meet product specifications upon release into distribution.